Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video assisted thorascopic lobectomy, when stapling the lung tissue the device didn't fire, the green button was pressed but the surgeon was unable to squeeze the handle. When unloading the reload, the reload would not unload, and the part of the handle where it meets the reload snapped, rendering the device unusable. Another handle was used to complete the case. There was no patient harm.